Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/14/2017 with the following findings: the pump passed all required testing. The complaint regarding basal rates changing could not be verified in the pump history. The pump's black box data from the date of the alleged issue had been overwritten due to continued use of the device. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting a history settings (inaccurate delivery) issue. Customer support (cs) completed troubleshooting and it was determined that the basal rate and bolus settings were changed. The reporter stated that the patient had blood glucose (bg) on the range of 300-500mg/dl and feeling bad. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the hyperglycemic event the patient experienced due to an alleged history settings issue.